Event description:
An aculoc plate was implanted in a patient to treat a fracture. Four days after surgery, the patient fell on the plate and it was bent about 30 degrees in the area of the slotted hole. The bent plate was explanted.